Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27nov2018. Philips field service engineer (fse) evaluated the device and duplicated the frozen screen and unable to turn off. The fse found error codes for blower stalled and backup alarm failed at power on. The fse replaced the power management board to address the issue and performed verification testing and all test passed.

Event description:
It was reported that when the ventilator was turned on to be used on a patient, it generated several alarms, screen froze and the ventilator could not be turned off. The customer reported that "the patient did not expire while on the ventilator. Since the machine did not have a role in the medical course of the patient, we will not be providing any patient information. The machine alarmed and could not be used on the patient, and did not cause a delay in care or have an impact on the course of treatment." The event date was not specified; estimate used.